Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2366-70, serial/lot: (B)(4), description: linear 3-6 lead 70 cm. A review of the manufacturing documentation for the leads sc-2366-70 (serial number: (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a revision procedure because the leads have moved slightly. Since the patient is programmed by a practice nurse, it is unknown if the patient experienced a stimulation issue due to lead migration.